Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the event was resolved during a technical support service phone call that helped them identify that a pressure line hose on the gas delivery engine was loose and was the cause of the pressure leak. The customer reseated the hose and resolved the issue, placing the device back into service. At this time, carefusion does not anticipate return of the device.

Event description:
The customer reported an internal pneumatic gas leak on this avea ventilator. The customer stated that this occurred while the device was in use with a patient but there was no harm or injury to the patient.